Event description:
It was observed during the device evaluation, the tip cover of the gastrointestinal videoscope was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is assumed that the event occurred due to the use of a high frequency instrument without a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. It could not be specified whether the device was used in accordance with the IFU from the complaint information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.